Event description:
It was reported that the patient presented for device changeout. Measurements of the chronic rv (right ventricular) lead were good. When the new device was connected, it did not pace when the physician removed the rf head from the device. The physician put the rf head back on the device to check all parameters, and the device paced again, with 70bpm. After checking the connection of the leads to the device, the device again stopped pacing when the rf head was removed. A new device was then implanted, with normal function. No patient complications have been reported as a result of this event, and the patient's outcome was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.